Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse performed multiple troubleshooting tasks and replaced multiple hardware components to resolve the issue. The fse replaced buffer valves, reagent syringe, reference electrode, reference block, sample pot, mix bar, ise (ion selective electrode) tubing, bottle straws and tubing from straw to the bulkhead. The ise tub was removed from the instrument and all ground points were cleaned and reinstalled. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. Patient data was not provided.

Event description:
The customer reported the au5800 clinical chemistry analyzer generated low anion gaps for patient samples. The customer also reported of intermittent electrical noise from the au5800 analyzer. There was no report of injuries or change in patient treatment in association with this event.